Event description:
The report received from the field indicated that the physician does not believe that the smart control 7mm x 40mm stent is truly 7mm x 40mm. The physician has requested that someone please measure it and report back to him. The product will be returned for analysis. There was no reported patient injury. Additional information received indicated that the stent was thought to be too long. There were no reported procedural issues that may have contributed to the reported product issue. The target lesion was the right iliac artery. The lesion was reported to be a chronic total occlusion (cto). The approach was ipsilateral/retrograde. The product was prepped properly according to the instructions for use (IFU). There were no problems noted during preparation. Another nitinol self expanding 7 x 40 stent was used to complete the procedure successfully.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to a chronic total occlusion (cto) in the right iliac artery the physician felt that the 7 x 40 mm stent was longer than it should be. The stent was not used and removed from the patient and another nitinol self-expanding 7 x 40 stent was used to complete the procedure successfully. There were no reported procedural issues that may have contributed to the reported product issue. There was no reported patient injury. One non-sterile smart control, iliac 7x40ml was received coiled inside in plastic bag. Unit was received deployed. Locking pin was not received. One kink was detected at 4cm from ID band. Stent was received. No other damages could be observed. The stent length was measured and found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue (kink). The failure "stent - incorrect length-too long" reported by the customer was not confirmed since the stent length was measured and found within specification. In addition, controls are in placed at the stent loading to verify the stent size. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The complaint was not confirmed by product analysis. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.